Event description:
It was reported that during a laparoscopic cholecystectomy, the clips were scissoring and not forming properly. A competitor's device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.